Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional indicated the catheter placement at implant had been physician preference.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: citation: atkinson c, rawicki b, low n. The role of tissue expansion before baclofen pump insertion in the pediatric population. Ann plast surg. 2024;93(5):611-616. Doi:10.1097/sap.0000000000004135. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Atkinson c, rawicki b, low n. The role of tissue expansion before baclofen pump insertion in the pediatric population. Ann plast surg. 2024;93(5):611-616. Doi:10.1097/sap.0000000000004135. Reported events: 1 patient with a history of cerebral palsy underwent implantation of an intrathecal baclofen pump system. Due to the variable response to intrathecal baclofen the patient required a further surgery 3 months post implant to reposition the catheter tip. This improved the patient's symptom control.